Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was not completed because no lot number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the administration set was leaking from the filter. Mmdg made multiple attempts to follow up with the initial reporter, but those attempts were unsuccessful. There were no adverse patient effects reported. Complaint-(B)(4).